Event description:
It was reported that the patient is experiencing pain, loss of "mobility and struggles to get out of the truck". Patient will follow up with his doctor because he has blood tests scheduled and an MRI.

Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.